Event description:
The hcp reported that he was unable to fill the patient's pump. No patient symptoms were reported. No device troubleshooting was performed. The pump and catheter were explanted due to a possible catheter occlusion. The patient recovered without sequela. Additional information has been requested by the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.